Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00595001401, nexgen femoral component precoat left, lot # 62143160. Catalog #: 00595202114, nexgen articular surface, lot # 61126921. Catalog #: 00595402702, nexgen tibial tray fixed bearing, lot # 62068595. Catalog #: 00597206529, nexgen all poly patella, lot # 62092303. (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04036.

Event description:
It was reported that a patient that underwent an initial total knee arthroplasty on their left side approximately 5 years ago. Subsequently, about a month ago the patient had a revision due to anterior dislocation of the femoral component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-ray review indicates marked valgus alignment of the knee and apparent metal on metal contact of the femoral and tibial component; however, this could not be confirmed in the x-rays as only ap images were provided. No osseous fracture was noted. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.